Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture diagnosed via ultrasound and confirmed via MRI. The device remains implanted.

Manufacturer narrative:
Previous medwatch submission reported rupture. Upon receiving device information, it was found that the device is non-PMA approved. Hence unreporting the previously reported rupture.

Event description:
Previous medwatch submission reported rupture. Upon receiving device information, it was found that the device is non-PMA approved. Hence unreporting the previously reported rupture.